Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for replace battery now without any low battery alert prior to replace battery now alarm. Customer¿s blood glucose was 11.0mmol/l at time of incident and current blood glucose was 5.6mmol/l. Troubleshoot was performed but alarm was recurring without low battery alert. Insulin pump will be return for analysis and battery will be replaced with the new one.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm or replace battery now alarm noted during testing.